Event description:
User experienced discrepant calcium and co2 results for an unk number of samples. Two pt examples were provided. Pt 1, male, initial calcium result 7.4 mg/dl, repeat 8.7 mg/dl. The incorrect results were not reported. No pts were adversely affected. The field service rep determined a clotted waste valve to be the cause and cleaned the waste lines and valves. He ran the instrument to verify performance.

Event description:
User experienced discrepant calcium and co2 results for an unk number of samples. Two pt examples were provided. Pt 2, female, initial co2 result 36 mmol/l, repeat 28 mmol/l. The incorrect results were not reported. No pts were adversely affected. The field service rep determined a clotted waste valve to be the cause and cleaned the waste lines and valves. He ran the instrument to verify performance.